Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd893743, gd893859, and gd893313 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis and was discharged from the hospital four days later. Two days after the patient was discharged, the patient fell and was re-hospitalized. The patient was recovering from the event and was discharged from the hospital. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available, a follow-up report will be submitted. (B)(4).